Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 3189986.

Event description:
It was reported that patient underwent a spinal cord stimulator (scs) explant procedure where all devices were removed due not getting enough pain relief. The patient was doing well post operatively. The explanted device will not be return due to facility policy.